Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2013. Subsequently, the patient was revised to a reverse total shoulder on (B)(6) 2013 due to instability. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper selection placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.